Manufacturer narrative:
If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The lot number was unknown; therefore, the device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from japan that during an unspecified surgical procedure, it was observed that the cutter device broke when opening the suture hole. There were no delays in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. It has been updated to may 04, 2017. The UDI has been updated accordingly. The actual device was returned for evaluation. Reliability engineering evaluated, examined and photographed the device using 28x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. The root cause of the customer¿s complaint that ¿cutters broke¿ was excessive lateral or side to side force. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse if additional information should become available, a supplemental medwatch will be submitted accordingly.